Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. Device data was submitted to technical services for review. Upon review, it was noted the shock impedance measurements had been fluctuating over the past year, ranging from 115-135 ohms. All other lead values were stable and within normal limits. No noise was observed in any stored electrograms. Technical services discussed increasing the shock impedance limit in the device from 125 to 175-200 ohms to minimize alerts for the known issue, and continuing to monitor with routine follow-us. Enrolling the patient in the remote monitoring system could provide easier visibility to this ongoing trend. No adverse patient effects were reported. The lead remains implanted and in service.